Event description:
It was reported that during a follow-up, low sensing and high capture threshold were observed. Lead dislodgement was noted under fluoroscopy. The lead was repositioned successfully without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.